Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted faster than expected. Reportedly, the customer continued to use the pump for insulin therapy. In addition, it was reported that an occlusion alarm occurred. The customer's blood glucose level was 180 mg/dl. Reportedly, the customer cleared the alarm and resumed insulin therapy.